Event description:
The customer reported visiting the emergency room (ER)with a blood glucose level that was displayed as "low"; although a specific value was not provided. The customer fell unconscious before realizing their low glucose level, so no corrective actions were taken by them prior to ER arrival. In the ER, the customer received intravenous fluids of saline, which resolved the issue. A pump system check was completed with no identified pump issues, indicating it was functioning as intended, and no permanent damage was identified by healthcare providers.